Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg pocket repositioning procedure and was doing well post operatively.